Event description:
A malfunction alarm identified as "malf 16" was reported for an in-warranty pump. There was no reported impact to the customer's blood glucose level as there is no information provided, and the customer declined to answer whether their blood glucose level exceeded 500 mg/dl. The customer was advised to use multiple daily injections (mdi) as a backup therapy and was guided on how to put the pump into storage mode for return. A replacement pump was arranged by technical support, and the customer was instructed to return the faulty pump using a pre-paid label within 10 days.